Event description:
The facility reported a pump with failure code 703:00. The failure occurred during a pt infusion of propathol. The nurse removed the tubing from this pump and restarted the infusion on a second pump. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
Eval summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.